Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after insulin failed to deliver due to liquid accumulation and bubbling at the luer connector, indicating a connector leak and blockage that prevented insulin flow through the tubing. Symptoms included elevated blood glucose reaching 309 mg/dl for approximately three hours without ketone testing or medical intervention. Outcomes included the use of subcutaneous insulin via pen as back-up therapy and replacement of the luer connector and tubing. Investigation included customer interview and user troubleshooting. Investigation of this case revealed a leaking luer connector with insulin pooling at the connection, consistent with delivery failure. It was concluded that the event involved hyperglycemia due to a leaking and obstructed luer connector, with resolution after supply change and back-up insulin administration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.